Event description:
Additional information: it was reported that CT scan revealed right cerebellar hemispheres, right temporal lobe as well as a right parietooccipital region which resulted in left sided hemiparesis. Neurology advised to restart anticoagulation and follow CT scans. Patient was extubated again on (B)(6) 2019. Patient was reintubated on (B)(6) 2019. It was recommended to place trach and g-tube on (B)(6) 2019, however, the patient¿s family decided that the patient would not want to have those procedures done. The patient¿s family asked to withdraw care and make the patient comfortable on (B)(6) 2019. Patient was on fentanyl and ativan. Levophed was stopped. Patient was extubated and the vad was stopped. The patient expired at 12:26 pm on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section b5, b6, b7, h6: additional information. Section f: additional information from importer report number # 420018-2019-0010; the event details were previously reported in MFR # 2916596-2019-03332. Section b3, b5: correction of date. Manufacturer's investigation summary: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), and the report of bleeding, right hemisphere infarcts, and reintubation could not conclusively be established through this evaluation. According to the account, no additional information will be provided regarding this event. Additionally, pump was not explanted for evaluation. The hm3 lvas instructions for use (IFU) lists stroke, respiratory failure, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: patient was implanted with left ventricular assist device on (B)(6)2019 and ascending aorta replacement. Patient was taken back to the operating room for bleeding later that evening. Cause of death was identified as respiratory failure. Date correction: patient was extubated again on (B)(6)2019.

Manufacturer narrative:
Age of device: 1 day. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that patient presented with clinical stroke on (B)(6) 2019 with left hemiparesis. Cta was unremarkable. Patient was extubated and reintubated (B)(6) 2019. On (B)(6) 2019, head CT showed large right cerebrovascular accident (cva). Patient was on heparin, coumadin was held. Patient had strong grip with left hand on (B)(6) 2019, extubated (B)(6) 2019. Patient had a history of calcified aorta and concommitant aortic repair at the time lvad was implanted. It was mentioned that no additional information will be provided.